Manufacturer narrative:
Concomitant: product ID 8781, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via product surveillance registry (psr). From (B)(6) 2014 the pump delivered intrathecal compounded baclofen (concentration 550mcg/ml; dose 219.79mcg/day), dilaudid (concentration 2.5mg/ml; dose 0.999mg/day), and bupivacaine (concentration 30mg/ml; dose 11.988mg/day) in simple continuous mode. Lot numbers were not provided. Indication for use was malignant pain. The patient was also prescribed pa boluses via the personal therapy manager (ptm). On (B)(6) 2014 the dose was increased 40% to compounded baclofen 308.11mcg/day, dilaudid 1.4005mg/day, and bupivacaine 16.806mg/day. From (B)(6) 2014 the pump delivered compounded baclofen 363.62mcg/day, dilaudid 1.6528mg/day, and bupivacaine 19.834mg/day. On (B)(6) 2014 the dose was increased 12% to compounded baclofen 407.85mcg/day, dilaudid 1.8539mg/day, and bupivacaine 22.246mg/day. Following the reprogramming, the patient began to experience loss of therapeutic relief from baclofen. The patient reported his eyes ¿moving around¿ on (B)(6) 2014 and loss of relief from baclofen on (B)(6) 2014. The patient reported that the baclofen was no longer controlling his facial ticks. The patient felt the symptoms were due to the baclofen. Per the hcp, the event was possibly related to the device or therapy and possibly related to the baclofen. The drug action that caused the event was increase in dose. The pump was reprogrammed on (B)(6) 2014; however, the doses were not provided for these dates. The event resolved without sequelae on (B)(6) 2015. Further information was received from a healthcare provider (hcp). The therapy initially controlled the facial tick.

Event description:
Additional information was received from a healthcare provider (hcp). On 23-oct-2014 device interrogation/device data indicated that an underinfusion of 8.6 ml occurred. On (B)(6) 2016, visit note indicated the discrepancy had worsened and the patient will be scheduled for a system revision. As of (B)(6) 2016 the outcome was ongoing. On (B)(6) 2016 surgical intervention occurred. The pump was explanted/replaced. The existing catheter was tied off and a new catheter was implanted. The outcome was resolved without sequelae (B)(6) 2016.

Event description:
It was reported that pump underinfusion occurred. Since (B)(6) 2014, during refills, the reservoir volume discrepancies of greater than 3ml had been noted. On 2014-(B)(6), device interrogation/ device data indicated that an underinfusion of 3.7ml occurred. On 2014-(B)(6), device interrogation/ device data indicated that an underinfusion of 4.8ml occurred. On 2014-(B)(6), device interrogation/ device data indicated that an underinfusion of 6.6ml occurred. On 2014-(B)(6), device interrogation/ device data indicated that an underinfusion of 7.1ml occurred. On 2014-(B)(6), device interrogation/ device data indicated that an underinfusion of 7.4ml occurred. On 2014-(B)(6), device interrogation/ device data indicated that an underinfusion of 8.6ml occurred. On 2014-(B)(6), device interrogation/ device data indicated that an underinfusion of 6.1ml. On 2014-(B)(6), device interrogation/ device data indicated that an underinfusion of 6.6ml. As of this date, the event was unresolved with no further diagnostic methods or interventions planned. The patient had not reported any loss of pain relief or side effects. There was no plan for further diagnostic methods or interventions. It was unknown if this was related to the pump or catheter. The event severity was indicated to be mild. The device system was used to deliver compounded baclofen, dilaudid, and bupivacaine. If additional information is received, a follow-up report will be sent.